Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that patient ins turns off randomly. Patient wife spoke with manufacturer rep over the phone and stated that patient have memory issues and she is the primary caretaker. Patient wife didn't know how to use controller. Rep helped patient wife how to use the controller and how to check if stimulation was on or off. The ins was turned on and wife found a comfortable level of stim for the patient. She will continue to check on the ins to see if it randomly turns off. Patient is scheduled to meet with rep next tuesday (B)(6) 2020, where the battery's remaining voltage will be checked and if patient is experiencing issues with the ins. No symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that it could not be determined if device actually turned off randomly. Patient had memory issues. The issue has resolved. Rep educated the patient and his wife on how to use the controller, to turn the stimulation on and off. No issues with the ins turning off randomly since the conversation. The provided information was confirmed with the physician/account. No further complications were reported.